Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown protection sleeve. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a femoral trochanteric fracture procedure utilizing the proximal femoral nailing system (tfna) on (B)(6) 2017, surgeon had difficulty inserting the helical blade. Surgeon continued the insertion process as it was believed the patient bone quality was good. It was then noted the 125 degree aiming arm had been connected to the nail instead of the 130 degree aiming arm. Surgeon was unable to remove the helical blade because the protection sleeve was tensioned, so insertion of the blade continued. Once the helical blade was inserted, surgeon was not able to remove the protection sleeve from the aiming arm. The aiming arm was then detached from the nail. As a result of detaching the aiming arm, surgeon was then unable to reattach the aiming arm to the already inserted nail. Surgeon then opted to not implant the screw. Surgery was completed with a delay of approximately 40 minutes. No patient harm or other medical intervention was reported. Concomitant devices reported: hammer (quantity 1), 130 degree aiming arm (quantity 1), screw (quantity 1), insertion handle (03.037.011, lot 9753604, quantity 1), connection screw (03.037.010, lot 9751151, quantity 2), buttress/compression nut (03.037.016, lot 9662892, quantity 1), guide sleeve (03.037.017, lot l137831, quantity 1), wire guide sleeve (03.037.018, lot 9700784, quantity 1), drill bit (03.037.021, lot f-18869, quantity 1), tfna helical blade impactor (03.037.024, lot t127814, quantity 1). This report is for one (1) unknown protection sleeve. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.037.017, lot# l137831. Manufacturing location: (B)(4), manufacturing date: sep 15, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. One guide sleeve part# 03.037.017, lot# l137831 was returned and was tested for functionality. In order to perform the handling test, the following article was used in conjunction: art: 03.037.113 / aim-arm 130° f/stat+dyn dist lock. Pd assessment concluded that there was no problem using the 130° aiming arm in combination with said 130° im nail. No further investigation were taken as the functional test showed that the returned articles together with additional used aim-arm 130° and 130° im nail did work as intended. When assembling the aim-arm 125° like reported in the complaint description the functionality was not given. Therefore we do conclude that the described problems throughout surgery might have happened and do confirm this complaint. No manufacturing related failure was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: hammer (part number unknown, lot number unknown, quantity 1), 130 degree aiming arm (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 1), connection screw (03.037.010, lot 9751151, quantity 2), drill bit (03.037.021, lot f-18869, quantity 1), tfna helical blade impactor (03.037.024, lot t127814, quantity 1), helical blade/screw coupling screw (03.037.026, lot 9768861, quantity 1).